Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Uncomfortable- vagina [vulvovaginal discomfort] painful- vagina [vulvovaginal pain] strings pulled right off- tampon [device breakage] strings pulled right off when I tried removing them from by body...was uncomfortable and painful [complication of device removal] case narrative: consumer reported via e-mail that the tampon strings pulled off during removal. No serious injury reported.